Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient was meeting a minimum of 50% improvement in their symptoms, but they did not feel like they were completely emptying their bladder. They also stated that they felt they were going more than expected due to not emptying their bladder. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.